Manufacturer narrative:
One medfusion 3500 syringe pump was returned for analysis. Upon visual inspection, there was no external damage noted to the unit. The device history log revealed that there was a force sensor test error in the history. Start up and inspection of the pump took place; confirming the complaint. The force was noted to be out of specification at 5 and 15 pounds; count was at zero. Based on the evidence, the complaint was confirmed. However, there was no fault found as this was due to normal wear and a calibration drift. The was pump is noted to be over nine years old.

Event description:
Information was received indicating that a force sensor error occurred to a smiths medical medfusion 3500 syringe pump. There was no patient involvement and no reported adverse effects.